Event description:
Procedure type: tep hernia. According to the reporter: when balloon was being inflated it burst. Had to be removed. A new instrument was used to complete the procedure. No pt injury was reported. No add'l info was available at this time.

Manufacturer narrative:
Date initial report sent: 08/28/2008.